Event description:
(B)(4). Had essure place in 2013. Things were fine for about a year. Then I noticed increasingly heavy and painful periods with severe clotting. This has continued until present day. I wound up pregnant. The left coil migrated out of my tube and is embedded in my uterus. The left tube is now totally open. The right tube is only partially blocked. I continue to have severe abdominal pain, itchy skin with hives, heavy periods, clotting, constant bleeding, and painful intercourse. The doctor says the only way to end it is to have a hysterectomy.